Event description:
It was reported, the pt's ipg site is uncomfortable and located at his belt line. He stated, he was aware that swelling was normal after the implant procedure but he would like his ipg site moved as soon as possible. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.